Event description:
It was reported that the patient underwent a revision of the artificial urinary sphincter (aus) due to incontinence. The device had stopped working and had fluid loss. There were no additional patient complications.